Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version: 5.2a. Retainer ring = black. On sep 08, 2021 customer alleged pump's battery lasting less than 1 week. Pump successfully downloaded traces and history file using thump. Pump passed active current measurement, self test, and displacement test. However, unit received with unexpected battery power loss and had high sleep current. Swapped pcba 2 board with a test board and sleep current measurement passed. Low battery alerts confirmed in the pump history on 09/07/2021 at 8:24pm and on 09/11/2021 at 11:15am. Therefore, battery change occurred in less than 1 week. At p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad overlay. In summary, customer allegation for pump's battery lasting less than 1 week was confirmed during testing where unit didn't pass sleep current. Swapped pcba 2 board with a test board and sleep current measurement passed. Problem isolated to pcba 2.

Event description:
Medtronic received information that charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.